Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. Device passed the delivery accuracy test at 0.08776 inches. No motor error alarm during testing noted. The motor was tested outside the unite and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at the time of call. Customer also reported that the frequent no delivery alarms and motor errors alarm. Customer reported alarm did not occurred during manual prime and able to complete insulin pump rewind. Troubleshooting was declined for hyperglycemia. Customer was advised the insulin pump would need to be replaced, to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed-inf set.